Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 543 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump buttons stopped working after exposure to moisture. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer had a high blood glucose of 543 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.